Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The leak, inflation issue and failure to deploy the stent were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted the xience alpine everolimus eluting coronary stent system (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the right coronary artery (rca), the xience alpine stent delivery system (sds) was positioned but failed to inflate and deploy the stent. The sds was removed and reinserted into the anatomy but did not inflate. There was no reported adverse patient effect. Outside the anatomy an inflation attempt noted contrast leak proximal to the balloon. A non-abbott stent was implanted as treatment at the lesion without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.